Event description:
It was reported that there was an obstruction of the catheter during use in the intensive care unit. The incident occurred under 24 hours of the use of the catheter. The pt had a radial artery thrombosis. As a result, the catheter was removed and a new kit was opened and placed successfully for the pt. There was a delay in treatment and it is unk if it caused harm. There was no pt death and no pt complications were reported. The pt outcome was fine. Additional info received on (B)(4) 2011 from teleflex (B)(4) stated the catheter was placed in the pt's radial artery. The pt should have had a hand amputation; however, he expired.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.